Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. The patient was completely stable and asymptomatic as they had a strong underlying sinus. An x-ray revealed the device had migrated downward. The device was successfully repositioned and the patient was stable during and post procedure.